Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site with stimulation on and off. It was also reported the area over the ipg site is bruised, however, the patient denies any trauma. Follow up information revealed the patient may undergo surgical intervention as the next course of action.